Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia, a pre-syncopal episode and exercise intolerance. It was further reported that the right ventricular (rv) lead exhibited intermittent loss of capture, increasing thresholds, unstable thresholds, high thresholds, micro-dislodgement and diminished sensing. Reprogramming occurred. The lead was subsequently explanted for an unrelated reason. No further patient complications have been reported as a result of this event.